Event description:
It was reported that patients spinal cord stimulator leads had migrated. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients spinal cord stimulator leads had migrated. The patient underwent a lead replacement procedure. Additional information was received that patient was doing well post operatively. The explanted device will not be returned.